Manufacturer narrative:
(B)(4). Evaluation summary: the cds was returned and the reported clip arm actuation issue (jumping) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip arm actuation issue. The returned device analysis did not replicate the reported clip arm actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip actuation issue. During preparation of the mitraclip delivery system (cds) after the final arm angle test, the arm positioner was in neutral, the grippers were up, and the clip was unlocked. When beginning to open the clip, the clip jumped open from 20 degrees to 140-180 degrees. The device was not used. A new cds was successfully prepped and used. A total of two clips were implanted reducing mr from 3-4 to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.